Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked case near the display window corners. The insulin pump had a display anomaly due to an open driver on the liquid crystal display board.

Event description:
It was reported that the customer had a problems with the insulinn pump. The customer's blood glucose level was unknown mg/dl. The customer stated that when you push a button the screen is very light and unreadable, does not use aaa alkaline battery. The patient was advised that we will replaced insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.